Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had knee surgery 6-7 weeks ago and had a reaction to the anti nausea medicine. The reaction to it was very traumatic. Patient was all over the table and would sit up and throw themselves back down on the table. Patient did not know how long it was before they became awake enough to know they were still doing it and couldn't stop themselves. Since then the stimulator has not been working and they wondered if it could have been damaged. Patient felt stimulation sensation way back in the rectum muscles, which is different from where they previously did. Patient had an appointment with an hcp shortly after and was told as long as they could feel the stimulation anywhere in the bike seat it was ok. Patient said prior to the surgery they always felt the stimulation in the pubic area and now it was back in their rectum area. Patient is going through 3-4 paths a day and it doesn't seem like there is any control whatsoever. The only time the patient felt the stimulation was when they adjust the stimulation settings. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was seen on (B)(6) 2023 and their symptoms were controlled and impedances were within normal levels. The cause of the patient saying the device was not working is unknown, but they indicated that the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.